Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no obvious insulin odor noted. No moisture damage was found on the electronics, motor, battery tube, vibrator, and reservoir compartment during our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 698 mg/dl at the time of incident. The customer's blood glucose was 383 mg/dl at the time of call. The customer stated that they were given manual injection to treat the high blood glucose and came down to 178 mg/dl during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues. The customer stated that they made changes on the settings. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.